Event description:
Additional information received indicates the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg. The cause is a depleted internal battery due lack of charge. Per event description, the patient did not charge the ipg for about two years due to her dog ate her charging cord a year or two ago. Per 56-0258 document, a product analysis checklist is not required because product testing cannot give any additional information regarding the customer¿s complaint. According to the review of eon mini IFU/dfu, 37-1004, rev f, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient has not charged the device in approximately one to two years and the external devices can no longer communicate with the ipg. Due to this issue, the patient may undergo surgical intervention.